Event description:
Foley catheter placed for cesarean section. Urine draining into the tube, but between the tube and the bag, there was no opening due to defective bag, so the urine backed up and could not drain. Appears as if the part was never milled out at the factory and was solid plastic.